Event description:
On (B)(6) 2016 the patient reports hearing a ¿click¿ sound the day before yesterday and experiencing massive pain in the region of the left hip joint since that time. Radiographic follow-up shows inlay dislocation as well as brooker IV heterotopic ossification on the left. It was agreed to perform preoperative radiotherapy, removal of ossifications to the extent possible, and inlay and head replacement. During the procedure the liner was noted to have been disassociated from cup and was noted to be deformed from wear. The cup was noted to have had several small scratches of little depth on it. And was not revised. Heterotopic ossifications were noted.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device manufacturing records evaluation (mre) was performed. No related deviations or anomalies were identified. There are no related non-conformances associated with this product/lot combination. Device history review: a device manufacturing records evaluation (mre) was performed. No related deviations or anomalies were identified. There are no related non-conformances associated with this product/lot combination.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon is reporting a disassociation of inlay from cup and heterotopic ossification. Left side affected. Doi: (B)(6) 2014, dor: (B)(6) 2016 - revision of inlay.